Event description:
International affiliate reports the baxtiseal catheter kit was implanted in 2003. The pt presented in june 2004 with a shunt infection. The catheter was sent to pathology and staph aureus was isolated. Customer believes infection occurred at the time the shunt was implanted.